Event description:
It was reported by service report that the head of bed will not lower. The tech states that minimum height is not attainable. No pt involvement or adverse consequences are reported.